Event description:
It was reported the customer had an air bubble in their reservoir. Customer's blood glucose was 398 mg/dl at the time of the call. The customer had treated their blood glucose with 25 units of insulin. Customer stated the air bubble was the size of a pea. The customer was advised rewinding with their reservoir in place will create air bubbles. Troubleshooting was able to resolve the customer's air bubbles. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.